Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital after receiving inappropriate hv therapy due to post-sensed t-wave oversensing on the ventricular channel. Programming changes were recommended but the physician elected not to implement them as the device was nearing eri. A device replacement due to normal eri is planned.